Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display after changing the battery. The insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The customer also reported a hospitalization with a high blood glucose of 768 mg/dl. The customer had been off of the insulin pump since the day before the hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump was monitored for 24 hours and no blank display noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.